Manufacturer narrative:
(B)(4). Concomitant medical products: unknown maxim articular surface cat#:unk , lot#:unk; unknown maxim femoral component cat#:unk , lot#:unk. The device will not be returned for analysis; as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04732, 0001825034 - 2018 - 04733, 0001825034 - 2018 - 04734, 0001825034 - 2018 - 04735. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It wad reported that the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.